Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The insulation proximal to the anode electrode was found to have separated but was caused by the extraction. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that would cause a dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The lead was explanted. There were no additional adverse pt effects reported.